Manufacturer narrative:
H.6. Investigation: 39 loose 3ml syringes in a plastic bag were received and visually evaluated. 12 were found to have no defects. 1 had loose blue foreign matter particle on the plunger rod outside the fluid path. 1 had damaged barrel in form of a deep scratch between 1 ½ ml markings and bottom of the barrel outside the grad lines. 1 had missing print between the zero line and 0.7 ml markings. 24 had embedded foreign matter particles in the barrel walls and flange. Most of the particles found were small level 1 and 2 in size ¿ they are considered cosmetic defects and acceptable per product specification. 5 of the 24 syringes had particles larger level 3 in size, which are rejectable per product specification. The 1 blue foreign matter sample was sent for fourier transform infrared spectroscopy analysis, the spectral analysis shows that this material is most likely polystyrene mixed with silicone. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged barrel and missing print defects is associated with the assembly process. Potential root cause for the foreign matter defect is likely associated with the material handling process. Potential root cause for the embedded foreign matter defect is associated with the molding process.

Event description:
It was reported that before use of the bd luer-lok¿ syringe when they were inspection prior to assemble 73 were rejected for the following reasons: foreign matter dirty brown substance; deformed syringes; broken syringes. The following information was provided by the initial reporter: on inspection prior to assemble it has been found that syringes are been rejected due to the below: 1. Dirty brown substance, 2. Deformed syringes, 3. Broken syringes.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd luer-lok¿ syringe when they were inspection prior to assemble 73 were rejected for the following reasons: foreign matter dirty brown substance; deformed syringes; broken syringes. The following information was provided by the initial reporter: on inspection prior to assemble it has been found that syringes are been rejected due to the below: dirty brown substance; deformed syringes; broken syringes.